Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable and wall adapter causing pump shut off unexpectedly. Replacement charging cable and wall adapter sent to customer. Customer¿s blood glucose level was 212-220 mg/dl.